Event description:
While wearing the external equipment, the patient reportedly experienced sound quality issues. On august 23, 2006, the patient was seen by a company representative for device evaluation. Programming adjustments were made. However, the reported problem was not resolved. Testing performed confirmed that the device was functioning. The decision was made to explant the device. Surgery to explant the patient's device has been scheduled.